Event description:
It was reported that the system was removed because "it was defective." Additional information was later received reporting the entire system was removed, due to infection, and a new system was implanted a week later. There were no device issues indicated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: it was reported that the system was removed because "it was defective." Additional information was later received reporting the entire system was removed, due to infection, and a new system was implanted a week later. There were no device issues indicated. No patient complications were reported as a result of this event. No conclusion can be drawn defective device.